Event description:
The tcm combim was reading too high when monitoring a pt. Readings were 80-90 mmhg and continued to go higher. As a consequence the patient (a pre-term infant) received treatment consisting in "bagging" to bring co2 down. It is stated in the complaint that there was no harm to the pt as result of the treatment. Later a blood sample from the pt was tested for co2 with result of 36 mmhg. At that time the tcm combim was reading 130 mmhg.

Manufacturer narrative:
A simulator test has been performed with the combim monitor and the test was passed. The sensor electrode has been requested sent back to radiometer for investigation but it has not yet been received.

Manufacturer narrative:
The sensor electrode was sent back to radiometer for investigation. The result of the investigation was that the sensor electrode was working as intended.

Manufacturer narrative:
During an internal review of this case, it was discovered that the model and catalog number was stated incorrectly in the initial report and follow-up report no 1.